Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used during an arthroscopic rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿piece from edge ablation tip fell off during case¿. Further assessment questioning found that is it ¿unknown¿ if the device fragmented. It was also reported that there was a five-minute delay in the procedure. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. It is unknown if contact was made to the patient as well as the location of the device fragmentation. This report is being raised on the basis of injury due to reported fragmentation of the device.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the IFU, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used during an arthroscopic rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿piece from edge ablation tip fell off during case¿. Further assessment questioning found that is it ¿unknown¿ if the device fragmented. It was also reported that there was a five-minute delay in the procedure. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. It is unknown if contact was made to the patient as well as the location of the device fragmentation. This report is being raised on the basis of injury due to reported fragmentation of the device.